Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Image review: images were provided to medtronic for review which showed the right pulmonary artery (rpa) non-medtronic (lunderquist) wire position and not very deep beyond the distal rpa. Angiography demonstrates significant septum. The delivery catheter system (dcs) brought proximally with the valve until the dcs cleared the septum and pointed into the left pulmonary artery (lpa). Angiography confirmed this and that rows 1 and 2 uncovered and right side of the valve was constrained and not opened toward the rpa. Rows 3-4 uncovered and angiography demonstrated persistent constraint of distal right within the lpa and fully over into the rpa across the prebifurcation. Distal rows 1 and 2 were not fully expanded and inward pointing. Valve attempted to be recovered, and eventually successful into the dcs and large sheath. The second attempted dcs advanced easily into the distal rpa, still with the rpa wire not very deep into the distal rpa. Distal dcs tip just barely distal while bringing the dcs proximal to the septum. The valve is opened rows 1-3 opened. The right side of valve again constrained and not opened fully toward the rpa. Rows 1-6 of the valve are uncovered still with rows 1 and 2 still within the lpa and appears the valve is being pushed distally with a kink left side of rows 2 and 3. It then appears the valve while still attached to the loading coil to be pulled proximally. It is pulled until the left side kink reso lves and appears to expand distally. The coil is brought into the long sheath and the dcs. The valve appears to angiographically function well. Section d references the main component of the system. Other medical products in use during the event include: product ID harmony-dcs (lot: 0011724010); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter pulmonary bioprosthetic valve in a patient with a pyramidal shaped valve, deep septum, and short main pulmonary artery (mpa), the delivery catheter system (dcs) was inserted into the right pulmonary artery (rpa) via the guidewire. The activated clotting time (act) exceeded 300 seconds. Rows 1-2 were deployed; however, the outflow was deployed in the left pulmonary artery (lpa). Subsequently, the outflow was completely spread within the lpa, so the outflow was expanded while expanding rows 3-4, but it did not come off. However, using the change in the slope, the lpa¿s septum was caught, and an attempt was made to spread the outflow to the entire mpa. The guidewire was pushed and the dcs lightly pulled to catch the septum, but the outflow fell directly below the pre-bifurcation. Rows 5-6 would be deployed below the annulus, so recapture was performed into the non-medtronic sheath (dryseal), and the valve was withdrawn from the patient. A kink was observed in the capsule of the dcs, so it was replaced with a new dcs. Additionally, the valve was replaced due to a blood clot. The act was 253 seconds at that time, so additional anticoagulant medication was administered. The new valve was re-loaded, the guidewire was repositioned in the rpa, and the dcs was inserted. After the outflow was completely deployed to the lpa, a method was suggested to deploy the distal tip to the rpa, but the method was unsuccessful. Changing the orientation of the outflow was attempted by pressing the dcs, but the outflow did not spread on the rpa side, so when the dcs was pulled again, the outflow dropped to just below the pre-bifurcation. It was determined that the inflow anchored the anterior wall, so it was released in that position. The valve was fully deployed without anchoring issues. The pressure gradient was the same as before the procedure, and no paravalvular leak was observed. In the fit analysis, the physician discussed with the proctor that a pyramidal shape was performed using a short mpa and that an lzof 17 mm could not be anchored using oversizing alone, while the physician mentioned that a diaphragm was used for the lz with the 25mm valve; if possible, the plan was to anchor the outflow in such a way that it would catch the pre-bifurcation of the rpa. However, when the entire stent frame was deployed based on intraoperative judgment, it was determined that the inflow's anterior side could be attached to the mpa wall and anchoring could be performed, so it was released. No adverse patient effects were reported.